Event description:
It was reported that the 2.5 x 15 mm trek dilatation catheter was prepped for use per instructions for use. As the device was about to be loaded onto the guide wire, a piece of unknown red material was noted to fall off. As the physician and staff were unsure where the red material fell from, the device was not used. A second same device was then used without difficulty. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported contamination could not be confirmed. The source or nature of the contamination could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. A query of the electronic complaint handling database indicated there had been no similar foreign material presence incidents reported for this lot. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency.